Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced turbid pd fluid drainage, abdominal pain and nausea. The cause of the events was not reported. The patient was not hospitalized for the events. The same day as event onset, the patient was treated with intraperitoneal (ip) cloxacillin (discontinued 13 days after initiation) and ip fortum (discontinued 13 days after initiation, no further information provided). Action taken with dianeal therapy was not reported. The patient was recovered from the events. No additional information is available as the reporter declined to provide further follow up.